Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon found the device cannot completely close the jaw, so that the clips were not formed well. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90k8a. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was cycled and it formed the clip that was contained in the jaws. The instrument was cycled again and one malformed clip was formed due to an antibackup failure. The remaining 10 clips were fed and formed as intended. Finally, the instrument locked out. No anomalies were noted with the jaws. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the antibackup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.